Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. An echocardiogram had revealed that the right ventricular lead had perforated the patient's heart. The lead was repositioned with no further complications. The patient was stable.